Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found to be in a tachy mode other than monitor + therapy. The patient had an ablation procedure and the device was turned off prior to the procedure. Following the procedure, the device did not get turned back on and the patient was sent home. The field representative was called by the clinic to go to the patient's home and program the device back on. There were no adverse patient effects reported

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.